Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter hub, hypotube and port/exit notch. The returned device was missing the distal tip, balloon, inner shaft, and outer shaft. The hypotube and port/exit notch were microscopically and tactile examined. Inspection revealed numerous kinks in the hypotube, with a separation at the distal end of the port/exit notch. The end of the separation was damaged as if strong tensile force was applied prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2016. It was reported that the device malfunctioned. The target lesion was located in the coronary artery. A 2.50mm x 15mm emerge was selected for use to dilate the lesion. However, it was noted that the device malfunctioned. No patient complications were reported. However, returned device analysis revealed shaft detachment.